Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having "issues" with her implant lately and wanted to meet with the healthcare professional (hcp) to resolve the issues. When asked to clarify the issues she was having, and she stated, "it hurts" and she was having some of the symptoms. She stated the stimulation was what hurting her. The patient reported she tried using the patient programmer (pp) to adjust stimulation but the pp did not communicate with the ins. She stated the pp did power on as she had good batteries in it, but it did not pick up the implant. The patient mentioned she saw the doctor in (B)(6) 2018 regarding the symptoms and he adjusted the program which helped but only "part time." Additionally, the patient indicated she fell on (B)(6) 2018 and the symptoms came on after that. She also mentioned she had been traveling a lot lately and going through airport/security screeners. The patient was redirected to follow up with the hcp to discuss symptoms and communication issue. No further complications were reported or are anticipated.